Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No system evaluation has been completed at this time. As reported, issue resolved at the time of report. The logs were sent in for evaluation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that they were unable to perform basic movement after imaging system complete the boot-up phase. The gantry movements, lift and shift, etc. Became unresponsive. The customer had to turn the imaging system off, then on, then it was fully functional to use. There was no patient present when this issue was identified.

Manufacturer narrative:
The returned logs were investigated. It was found that when a motion button is operated, there is no log entry made detailing if the motion occurred or not. There are many motion button operations that were logged but it is not possible to tell if there was any actual motion. There are no errors logged that would prevent motion except for 2 occurrences of a motion control error #619 on the gantry. These errors occurred after many motion button operations so they are not, by themselves, the root cause. There are no image acquisition system (ias) or mobile view station (mvs) application shutdowns found in the log which contradicts the complaint event summary. Without further information, it is not possible to determine probable root cause. The software investigation found that a probable cause was unable to be determined without further information since the behavior cannot be replicated.